Manufacturer narrative:
Findings: cracked battery tube threads, missing end cap sticker and cracked case near reservoir window noted. Pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. No alarms or check setting alarms noted. Unable to confirm alarms due to overwritten history files in alarm history. Pump was monitored. All operating currents tested properly. Battery icon function properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 216 mg/dl. The device was returned for analysis.